Manufacturer narrative:
The glenair cam involved with this complaint was returned and completed the device evaluation. Failure analysis confirmed the customer reported complaint. The focus stop sensor was malfunctioning. Additionally, the camera housing components were observed to be worn. The light cable was also noted to be cut.

Event description:
It was reported that during a da vinci-assisted bilateral inguinal hernia repair procedure, a camera instrument would not focus. An intuitive surgical, inc. (Isi) clinical sales representative (csr) contacted an isi technical support engineer (tse) from offsite to report the issue after the customer had already converted the procedure to laparoscopic surgery. The procedure was completed laparoscopically with a reported unknown injury. The csr had the customer power-cycle the system and clean the camera lens with no positive outcome. Isi followed up with the initial reporter and obtained the following additional information regarding the reported event: during the procedure, a camera instrument would not focus. The csr attempted to troubleshoot with the customer but was unable to resolve the issue. It was confirmed that the customer did not have a backup camera head or camera cable available at the time of the issue. The procedure was converted to laparoscopic surgery due to the camera not focusing. There was no patient harm or injury. The laparoscopic procedure successfully completed without incident and no patient injury.